Event description:
Customer's wife reported that the customer's insulin pump delivered all of the insulin at once and that is why he passed away. No further details were provided.

Event description:
It was reported that the customer passed away. Prior to his death, the customer was in a coma due to an illness related to his diabetes. The insulin pump was taken off of the customer while he was in the hospital. After the customer recovered from his coma, he shot himself, resulting in his death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.